Event description:
Customer reports that his device read 351mg/dl while the hosp device read 88mg/dl. No treatment for blood glucose reported. Customer also reports an incident when he tested 111mg/dl at 7:00am and ate breakfast. He states that 20 minutes later, he was nauseous and passed out. No treatment for this incident reported. No quality controls were used. Requested return of suspect device and replacement was sent.